Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On an unreported date, the patient was hospitalized for another indication and while hospitalized developed peritonitis. It was reported that treatment for the event was unknown. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was discharged from the hospital on an unknown date and has recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.